Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 589 mg/dl and the ketone level was large. The customer went to the emergency room and was admitted to the hospital for the high bg and diabetic ketoacidosis (dka). The customer was treated with an insulin drip. High bg/dka were resolved and the customer was discharged on (B)(6) 2018. The contact thought that there was an issue with the pump insulin delivery and was the cause of the high bg. While in the hospital the pump supplies were changed 3 times and each time, bg elevated to 500 mg/dl. Tandem technical support performed a pump system check and issues were identified with multiples infusion set tubings. Despite filling a new tubing successfully, the contact was concerned about resuming pump therapy. The customer reverted to using insulin injections for insulin therapy.